Event description:
It was reported that pump stopped charging after a few minutes when patient attempted to charge it. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up from technical support, and no additional information was received regarding the outcome of the event.